Event description:
It was reported that the insulin pump has a scratched screen. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection and bleeding lcd glass.